Manufacturer narrative:
The reported issue that the large volume pump (lvp) modules had dim segments on the led display was confirmed. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Testing on the returned display boards showed that all display boards exhibited dim segments on at least ic u4, seven segment display. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(4) service history record showed the device had a manufacture date of 02/14/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service one time on (B)(6) 2014 for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display boards were provided for the investigation.

Event description:
It was reported that the large volume pump (lvp) modules had dim segments on the led display. There were no patient involvement.